Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant product: 4968-35 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient felt discomfort along the top edge of their implantable cardioverter defibrillator (ICD) in their abdominal pocket. The physician decided to move the pocket two inches lower and explanted and replaced the ICD to avoid near future surgery. No further patient complications have been reported as a result of this event.